Manufacturer narrative:
Investigation summary: batch history analysis (DHR), maintenance records and quality notifications were verified related with batch complaint without defect. We received the picture and sample sent by the client for evaluation, so with them it was possible to carry out an investigation, confirm the complaint for the defect and determine the probable root cause. We inform that the current controls to detect the incident are done by visual inspection in the process of packing of needles every 02 hours in 40 parts sample size, and also in the process of assembly of needles every 02 hours in 50 parts sample size. In the process of needle packing and inspection performed by the operators follow according to control plan. This inspection is visual and recorded so that the status of the batch can be defined, whether it is approved or not approved for the foreign matter. We emphasize that the employees wear coats and caps in the manufacturing process, the caps were extended to other areas adjacent to the factory. The place where the assembly process occurs is isolated from the external environment to prevent foreign matter from reaching the product. The whole process is monitored so that its performance and effectiveness of preventive and corrective actions can be measured. Root cause: the foreign matter occurred du to machine cleanliness failure. The foreign matter refers to an oil that comes from the epoxy oven.

Event description:
It was reported that blister was discolored with a bd needle precisionglide 21x1-1/4in the following information was provided by the initial reporter, translated from portuguese to english: foreign matter present inside the package.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blister was discolored with a bd needle precisionglide 21x1-1/4in. The following information was provided by the initial reporter, translated from (B)(6) to english: foreign matter present inside the package.